Manufacturer narrative:
One used sample was received for evaluation. Visual inspection found no discrepancies. Functional testing was performed using a syringe to inflate the cuff in order to detect any possible leakage. Upon submerging the inflated device under water, leakage was detected from a small tear. The complaint was confirmed. A review of manufacturing documents was performed and was deemed adequate and correct with respect to testing and inspection activities. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. To raise awareness and lessen the chances of its recurrence, a quality alert was posted to all personnel involved with this product's manufacture.

Manufacturer narrative:
See MFR: 3012307300-2017-01530. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that immediately upon use, the cuff of a portex® sacett¿ suction above cuff endotracheal tube was found to be leaking air. Bloody sputum and breathing difficulty was observed in the patient. Patient suffered a hypoxic encephalopathy. The patient's breathing was recovered, but the patient became a "mere vegetable". The patient's doctor stated that the cause for the vegetative state of the patient could not be specified.